Event description:
During a knee resection procedure using a super multivac 50 arthrowand, the physician noted a fragment of the want tip detached inside of the pt. Although an x-ray revealed metal fragments within the surgical site, the physician could not determine if the fragments were from the arthrowand or another surgical instrument. The physician was not able to retrieve the device fragments. No pt complications were reported as a result of this event. It was also reported the super multivac 50 wand was used with an fms pump set at 50 mmhg. The instructions for use for the super multivac 50 arthrowand requires the wand's suction line should be connected to a vacuum pump and operated at 200 to 400 mmhg.

Manufacturer narrative:
The device was reported as returning for investigation but has not been received to date. A f/u report will be provided with the results of the investigation after the device has been returned.